Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter died. Data was evaluated and the allegation was not confirmed. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of a transmitter dying is reportable based on the finding of a failed transmitter error on a separate date. No injury or medical intervention was reported.